Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 240.4030 on their 8100 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: - informed the customer this is most likely due to the bottle side pressure sensor. - recommended performing the analog sensors test. - if voltages are out of limits, replace pressure sensor. Ended call.